Event description:
A 6mm diameter x 18mm length racer biliary stent system was implanted into a patient for the treatment of a restenosed renal artery lesion. It was reported that the balloon was inflated with successful deployment of the stent at the intended site. It was reported that the stent balloon became stuck within the stent. The physician was able to remove the delivery catheter, however, part of the balloon remained stuck within the stent. The physician was able to snare and remove the part of the balloon. The physician stated that the stenting within a restenosed stent may have led to the detachment of the balloon from the delivery catheter. The device has been returned to medtronic and the analysis is pending.